Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) service technician. The technician reported the machine passed functional tests and functioned correctly. The technician rinsed and disinfected the machine to return it to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility reported a fresenius 2008k2 machine that experienced a blood leak during a patient¿s hemodialysis (hd) treatment. The estimated blood loss to the patient was unknown. It was confirmed the patient was moved to a new machine and completed treatment with no harm or adverse event. Upon follow up, it was confirmed that the machine was rinsed and cleaned, and passed functional tests and was functioning correctly. Additional information was requested but was not provided. If additional information is received, a supplemental report will be submitted.